Event description:
It was reported that the ventilator generated an alarm indicating a disabled ventilation. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information, the control printed circuit board (pcb) was identified as defective. Reported error indicates disabled ventilation. It is communication error or control pcb error during startup. Control pcb contains electronics including microprocessor control to achieve among others: regulation of inspiratory flow, regulation of inspiratory pressure and regulation of a constant inspiratory flow. The reported issue was confirmed in provided device's logs. Furthermore, occurrence of other errors are visible on the same time: technical error code indicating disabled valves and technical error code indicating control printed circuit board error. Our conclusion is that the mentioned part was the cause of the failure.

Event description:
Manufacturer's ref. #: (B)(4).